Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service technician. The service technician was able to verify the customer's reported issue during testing and evaluation. The service technician replaced the power board to address the customer's reported issue and shipped the defective component to carefusion for further analysis. Carefusion has received the power board and is in the process of evaluating the component. Once the results are available, a follow-up medwatch report will be submitted.

Event description:
It was reported to carefusion that the ventilator has a reset alarm. A carefusion authorized service technician confirmed the alarm by reviewing the ventilator event trace log (ln vent entry). The unit was on a patient at the time of the event, however, there was no patient harm associated with this complaint.

Manufacturer narrative:
Results of investigation: carefusion was not able to verify the customer's reported issue. During an initial bench test and calibration test, the power board powered up the golden testing ventilator and passed a full calibration test, power check out, and a battery charging test. The unit passed all test settings and worked normally with in specification. The unit passed a 12 hour extended duration test and did not produce any unusual alarms or error conditions. Carefusion was not able to determine what the root cause was due to the ventilator not being returned with the power board. Visual inspection of the power board did not reveal any anomalies and found no sign of overheating or damaged components.